Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - operation manual chapter 3 preparation and inspection shows how to detect the event. - reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the nozzle as a result of insufficient cleaning, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing, deformation of the upward/downward knob, and a crack on the plastic distal end cover; the upward/downward knob and the plastic distal end cover had a crack; the water removal ability did not meet the standard value due to clogging of the nozzle; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the image guide protector was shaved; the objective lens had discoloration; the light guide lens had a chip; the adhesive on the bending section cover was worn; and there was a cut on the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had broken down with no air leakage. This occurred during reprocessing. There was no report of patient harm. The device was returned, evaluated, and the nozzle was found clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.